Manufacturer narrative:
Product not returned.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited loss of capture. The lead was explanted and replaced. The patient was in stable condition prior, during, and post operation.